Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the wire in the middle of the handle completely pulled away. Reportedly, the user felt scraping or rubbing inside the device before it broke. The procedure was completed with another captiflex small oval snare.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.